Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported "no battery backup". Further information was provided that the machine was not working on battery. There was no adverse patient impact reported.